Event description:
Revision occurred approximately 2 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. A 36 mm + 3 standard humeral cup and a 9 mm spacer were explanted. These items were replaced with a 36 mm + 6 humeral stability cup and a 9 mm spacer.

Manufacturer narrative:
Revision occurred after 2 weeks due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.